Event description:
An altitude alarm was triggered on the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to clean the pump's speaker holes and attempt to reload the cartridge. Despite efforts to resume insulin delivery, the customer was unable to do so initially and was instructed to wait two hours for any moisture to evaporate, with a follow-up from technical support planned.